Event description:
The facility representative reported a depleted battery during biomed testing. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.

Manufacturer narrative:
Eval summary: inspection of the device revealed potentially damaged batteries. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is currently being investigated under CAPA, which is in the implementation stage.